Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump found the pump in good physical condition. Functional testing included use testing with customer returned program. The pump was running with customer's returned program and no fault found on it. The customer reported issue could not be duplicated. The reported issue was not confirmed. The problem source could not be identified.

Event description:
Information was received indicating that this cadd legacy plus pump was not alarming when bag is empty. No adverse effects reported.